Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 did not deploy past the meniscal tissue. Both implants were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. UDI# (B)(4).